Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing, leading to inhibition of pacing. Programming changes were discussed; however, no intervention was performed. The patient was asymptomatic throughout.